Event description:
It was reported that this patient had persistent pain and swelling. Infection workup was negative. Suspected synovial reaction to poly wear. Revised to an exactech packaging compliant implant.

Manufacturer narrative:
(Device evaluated by MFR) pending evaluation.

Manufacturer narrative:
Section h10: (d4) catalog number: 02-012-35-5009, serial number: (B)(6), expiration date: 20-oct-2025, unique identifier (UDI) #: (B)(4). (G4) PMA/510(k)number: k033883. (H3) the revision reported may have been the result of suspected synovial reaction to prosthesis wear, as stated in the experience report. However, the returned device did not appear to exhibit signs of severe wear. The cause of the reported pain and swelling could not be determined. (H4) device manufacture date: 23-oct-2017. Section h11: *the following sections have corrected information: (d1) brand name: logic tibia ps mod insrt sz 5 9mm.